Event description:
On (B)(6) 2026, senseonics was made aware of a hypoglycemia event where the user called an ambulance. The symptoms experienced by the user included feeling dizzy and sweaty. The device issued a low glucose alert at the time of the event, when the patients sensor read glucose (sg) was 52mg/dl and blood glucose (bg) was confirmed with a fingerstick as 57mg/dl. The user was not transported to or given treatment at a hospital. The user was treated with a soda and peanut butter. The user was not prescribed medication and was feeling fine at the time of the report.

Manufacturer narrative:
The system triggered a low glucose alert at the time of event. The system functioned as intended, thus no further investigation was deemed necessary.